Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI #: unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical (B)(4) study patient ID # (B)(6) presented motor neuro deterioration. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported fibromyalgia and the pdc device. This does not meet the criteria for an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported fibromyalgia and the pdc device. This does not meet the criteria for an MDR reportable event.